Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "anaphylaxis reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "precautions for use ¿ there is no available clinical data concerning the tolerance of juvéderm® volbella¿ with lidocaine injection in patients presenting a history of severe and/or multiple allergies. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the allergy, and shall also ensure the specific monitoring of these at-risk patients. In particular, the decision may be taken to propose a skin testing for hypersensitivity or suitable preventive treatment prior to any injection. In case of history of anaphylactic shock, it is recommended not to inject the product."

Event description:
Healthcare professional reported their patient was injected with 0.1 ml of juvéderm® volbella¿ with lidocaine in the ¿orbicular of the eyes¿ and experienced an ¿anaphylaxis reaction¿ the same day. Symptoms resolved the same day as well. Treatment consisted of ¿cardiac massage/ringer/[illegible]." Healthcare professional indicated there was no permanent harm for the outcome of the event, and the event was not related to the product. They indicated the probable cause of the ¿possible anaphylaxis reaction¿ was ¿concomitant¿ and ¿combined use of hyaluronidase and lidocaine.¿ the concomitant hyaluronidase and lidocaine were non-allergan products. Corrective and preventative actions were noted as ¿pharmacologic measures.¿ patient has no history of allergies, autoimmune disease, dermal problems, streptococcal disease, hypertrophic scars, or other relevant history. Patient has a history of unspecified dermal fillers.